Event description:
An additional professional device read 45mg/dl while this device read 193mg/dl 3 mins later. No lab comparison was performed. No treatment received. Qcs were performed and reportedly within acceptable range. Requested return of suspect device and replacement was sent.